Event description:
One pt with discrepant troponin t results. Initial result gave 0.125 ug/l. Same sample repeated twice gave results of <0.010 ug/l, each time. If additional info is received, appropriate info will be provided.